Event description:
Debliss portable suction machine stopped working completely and baby with high risk airway had to be without suction. Mom had to attempt suctioning her trachea with her own mouth so the baby could remove the secretions. This device is crucial to maintain a person with a trachea alive. Many people on internet are complaining that the battery of this machine dies after a couple of months of use. It in fact this machine is faulty. Pts with tracheas must be given two portable suction machines for contingency and the manufacturer must provide instructions in how to provide mechanical suction or provide mechanical equipment in case this machine dies. This event happened in (B)(6) around (B)(6) 2011. This event was reported to the medical device company medical plus supplies. Manufacturer and device companies should be aware if this malfunctions. Unknown. Returned to the manufacturer though (B)(6) in (B)(6).